Event description:
It was reported that customer was running high blood glucose and customer believes it has to do with his new medication he is taking. Customer stated that the doctor adjusted his basal settings but still running high so he bumped it up himself and now he is on lower side at 50's mg/dl or even 70's mg/dl. Customer also mentioned that cannula is always bending. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.